Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter facility name: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent kit was used during a pancreatic stent placement in the pancreatic duct performed on (B)(6) 2020. According to the complainant, during the preparation, when the physician passed the stent through the pusher, it was noticed that the stent was deformed. The procedure was completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter facility name: (B)(6) block h6: device code 2976 captures the reportable event of stent material deformation. Block h10: product analysis the returned advanix pancreatic was analyzed, and a visual evaluation noted that the stent had a kink in the pigtail section of the stent. The reported event was confirmed. It is possible that operational factors, such as user technique/handling during preparation or testing, contributed to the observed stent kink issue. Handling or customer maneuvering, while the guidewire is being advanced inside the stent, can bend the stent, also force applied to the device to advance the guide catheter during preparation can lead to the observed failure, this condition could have affected the device integrity and generating the reported complaint issue of stent material deformation. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent kit was used during a pancreatic stent placement in the pancreatic duct perforned on (B)(6), 2020. According to the complainant, during the preparation, when the physician passed the stent through the pusher, it was noticed that the stent was deformed. The procedure was completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter facility name: (B)(6) block h6: device code 2976 captures the reportable event of stent material deformation. Block h10: product analysis the returned advanix pancreatic was analyzed, and a visual evaluation noted that the stent had a kink in the pigtail section of the stent. The reported event was confirmed. It is possible that operational factors, such as user technique/handling during preparation or testing, contributed to the observed stent kink issue. Handling or customer maneuvering, while the guidewire is being advanced inside the stent, can bend the stent, also force applied to the device to advance the guide catheter during preparation can lead to the observed failure, this condition could have affected the device integrity and generating the reported complaint issue of stent material deformation. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: updated block d4: m00537360

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent kit was used during a pancreatic stent placement in the pancreatic duct perforned on (B)(6) 2020. According to the complainant, during the preparation, when the physician passed the stent through the pusher, it was noticed that the stent was deformed. The procedure was completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event.